Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump received with cracked case at display window corners, cracked reservoir tube, minor scratches on lcd window and missing end cap sticker.

Event description:
It was reported the customer received a motor error alarm during a bolus. Customer's blood glucose was 220 mg/dl. The customer also reported they had gone through a magnetic resonance imaging machine with the insulin pump. The motor error alarm occurred after. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.